Event description:
Patient reported "sagging, implants look really messed up and nipple is higher than the contralateral side". Patient later reported deflation. Healthcare professional later reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1769428: - (B)(4): deflation. Device returned to device analysis. - (B)(4): no complaint against the device. Device returned to device analysis. - (B)(4): no complaint against the device. Device returned to device analysis. - (B)(4): deflation. Device returned to device analysis. - (B)(4): a25 no apparent adverse event. Device not returned to device analysis. Even though there were 2 additional complaints of deflation for this lot number, the devices were returned, and after inspection no workmanship were detected. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4.

Event description:
Patient reported "sagging, implants look really messed up and nipple is higher than the contralateral side". Patient later reported deflation. Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "sagging, implants look really messed up and nipple is higher than the contralateral side". Patient later reported deflation. Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.